Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2024-07611. It was reported that both of the patient's leads migrated. Surgical intervention was undertaken on (B)(6) 2024, wherein the entire system was explanted to address the issue.